Event description:
It was reported that the charger overheated and burned the patients skin around the contact area in the back. The charger was taking longer to charge and was not reaching the double beep. Additional information was received that the patient is currently healed from the burn.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the charger overheated and burned the patients skin around the contact area in the back. The charger was taking longer to charge and was not reaching the double beep.